Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported. According to the additional information, this rv lead exhibited elevated threshold with intermittent capture. The suspected cause of the high threshold was lead dislodgement.